Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-00387. It was reported stimulation was disabled to one of the patient's leads and causing the patient to experience ineffective therapy. The patient denied any falls or trauma. Diagnostics indicates impedance issues with the lead and stimulation was unable to be restored. Surgical intervention may be taken at a later date to address the lead. It is unknown which lead is demonstrating the impedance issue; therefore both lot are being reported.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00387. Follow-up information indicated surgical intervention was undertaken and the leads were explanted and replaced with a single lead. Postoperatively, the patient reported receiving effective therapy.